Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is no longer reportable as there is no allegation against it.

Event description:
It was reported patient experienced ineffective stimulation with the scs system which attributed to the lead; however, investigation was unable to identify which lead. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Event description:
It was reported patient was scheduled for an scs system explant due to an unknown reason.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information.